Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant surgery, the lens was damaged and not implanted. Additional information has been requested.

Manufacturer narrative:
Corrected information received in b.5. Additional information provided in h.10. With the corrected information received in section b.5. This record will be closed canceled as there is no product complaint. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received from the customer. There was no product complaint and the lens was implanted with no problems.